Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. There is a gap between the end plate of the piston rod and the plug. The patient attributes the elevated blood glucose levels to this and that the insulin is not delivered correctly or the threaded piston rod does not move the stopper properly.